Event description:
It was reported the patient felt the device, right atrial (ra) lead and right ventricular (rv) lead were choking them every time they bent over. The patient's pocket was revised and the device and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: addrs1 ipg 2013-(B)(6), (B)(4).